Manufacturer narrative:
(B)(4). This complaint is for a report of use error-breach in aseptic technique. A batch review was not performed because the lot number was unknown. This issue was confirmed because it was reported that patient did not keep area clean before starting therapy, which is a use error/poor aseptic technique can cause contamination. The label review was performed and found to be adequate. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The following information was received from global pharmacovigilance (gpv). This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapies. On an unreported date, a break in aseptic technique occurred described as the patient made a mistake and did not clean the area before starting pd. On an unreported date, the patient experienced constipation problems. On (B)(6) 2012, the patient was hospitalized for an unreported reason. On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was the patient made a mistake/break in aseptic technique as the patient did not clean area and constipation problems. On an unreported date, the patient began remedial treatment for the peritonitis with fortum and reflin. The nurse stated that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.